Manufacturer narrative:
(B)(4). Batch #: t94l3t. Investigation summary: the device was returned with the upper jaw detached and not returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. Due to the device returned condition we were unable to investigate further the reported alert screen the manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a bilateral ovarian cystectomy the surgeon was taking down some adhesions with too much tissue in the jaws and this caused an error code. Also, the jaws would not open easily. The handle was pulled apart to get the jaws open. The device was used for approximately twenty more minutes and the decision was made to replace the device with a new like kind. The procedure was completed with no patient consequences reported.